Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to the used product in this report because the used product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Three sealed devices were returned that match the lot number in the report. The three sealed devices will be sent to the supplier for further evaluation. The supplier provided the following information: since the reported defective device was not sent for evaluation the failure could not be confirmed. Three devices from the same lot as the reported event were returned in their original unopened pouches with proof of decontamination. All three (3) devices were tested for "would not close". All three devices performed as expected, opening and closing with no friction. [The supplier performs a functional test using the appropriate fqc checklist. The fqc checklists call out the number of coils to be used for inspection. These coils simulate a tortuous position.] In conclusion, the reported defect could not be confirmed in the three sealed devices as received. The device history records for packaging work orders were reviewed. Assembly order (ao) was manufactured in january 2017. Two relevant defects were noted in the ao during manufacturing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "would not close" was not confirmed. No corrective action will be implemented at this time. Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an colonoscopy, the physician used a cook captura serrated forcep with spike. This device was placed down the endoscope and opened, but would not close; device was stuck in the open position. The endoscope was removed with the device and the device was then removed from the endoscope. There was no harm to patient and no damage to endoscope (subject of this report). The user stated having problems with 8-10 total devices. The devices seems to work okay when testing outside the endoscope; however, once placed down the endoscope, the devices will not open, or get stuck in the open position [see related 1037905-2017-00173].